Event description:
When screws were introduced to the hole that was drilled and the depth gauge was checked the screws wouldn't advance through the hole in the shell . There was one 25mm screw which did seat all the way down. The 65mm screw was tried first, and then the 60mm. Both wouldn't advance through the shell. The surgeon said that the screws have different markings on them.